Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume setting was set to vibrate; however, the pump was not vibrating. Blood glucose was not impacted. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review.